Event description:
As reported, approximately 3.5 years post initial tka, the 50 y/o female patient had a revision for an unknown reason. Patient had a recall device. No additional information available.

Manufacturer narrative:
Section d10: concomitant products truliant cr cem fem cr cem left sz 3.5 (cat# 02-020-13-0235 / serial# (B)(6)) truliant tib fit tray cem sz 3.5f / 3.5t (cat# 02-022-45-3535 / serial# (B)(6)) three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.